Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A return material authorization was issued to the customer requesting to have the device returned. An image associated with the reported event was reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer and the instrument was found to have a broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors jaws snapped. There was no report of injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer meant that the wire snapped, not the tines/jaws of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The procedure was completed with a backup da vinci instrument of the same kind, with no harm to patient with a delay of less than 15 minutes. The incident did not involve any fragment(s) falling into the patient. Patient demographic information was not provided by the hospital. An image associated with the event was provided for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.